Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely elevated potassium (k) and sodium (na) results while using the architect c8000 analyzer ict module. The following data was provided for one patient. Sid (B)(6): k initial 8.72 mmol/l, repeat 4.37 mmol/l, na initial 200 mmol/l, repeat 141 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An abbott customer service specialist (css) was dispatched to the account and found a clogged needle [nozzle, 2 and 3, wash solution part 7-93257-02] on the analyzer. The needle was unclogged and the cuvette washer test was performed. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, a labeling review, device history review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through cleaning of parts. Device history review did not identify any issues that may have caused the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.